Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: only one port on each extension set works. I have tried re pushing saline; loosening the attachment; adjusting but only one port flushes on each set in the bag I collected.

Manufacturer narrative:
H6: investigation summary: no photo or product was returned by the customer. The customer complaint that one of the port would not flush could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no sample was returned. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: only one port on each extension set works. I have tried re pushing saline; loosening the attachment; adjusting but only one port flushes on each set in the bag I collected.